Event description:
Customer reports taking 1.5 extra units of an unspecified insulin based on result of approx. 200 mg/dl obtained on the compact plus system. On 1.5 to 2 hours later customer had low blood glucose symptoms; her spouse treated her with sprite, and low blood glucose symptoms improved. Requested return of suspect device and replacement was sent.